Manufacturer narrative:
In addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported a child being diagnosed with a connective tissue disease, specifying "connective tissue disorder (not otherwise specified)/undifferentiated connective tissue disorder (uctd)" and "mixed connective tissue disease." Follow-up with the patient found that the child was diagnosed with "loeys-dietz syndrome" (lds). No indication of treatment. Device remains implanted. Side unspecified. This medwatch is for the left side. See MFR report # 9617229-2015-00240 for the right side.